Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and a metallic substance was observed on the lens. The reporter said that the incident was the result of an issue they are investigating at their facility, and there is not a problem with staar's products. The incision was enlarged to remove the lens and sutured.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there was no visible damage to the lens or the cartridge. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.